Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: upon inspection or part the arm moves freely with no resistant to support any weight. I tightened the arm counter balance adjustment counterclockwise until it stopped, there was no change in the tension. Or support. Possible gas cylinder failed. Send to human active technology (hat) for further evaluation to be determined. Probable root cause: monitor arm design. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the cart arm was drifting.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cart arm was drifting.